Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.